Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid right coronary artery. After engaging the lesion with a non-bsc guide extension catheter, a 16x4.00mm rebel stent was advanced for treatment. However, the device failed to cross the lesion and it was noted that the stent came off the balloon. No patient complications were reported.